Event description:
It was reported that balloon rupture occurred. A 6.0 x 200, 135cm mustang balloon catheter was used, however ruptured at nominal pressure. The procedure was completed with a different device. There were no patient harm reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: a mustang 6 x 20, 22atm, 135cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 33mm distal of the proximal markerband and extending approximately 41mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 22 atmospheres. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 200, 135cm mustang balloon catheter was used, however ruptured at nominal pressure. The procedure was completed with a different device. There were no patient harm reported.